Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was identified the c8867-04 drill bit, 3.4mm had the distal end of the flutes broken off, and c11472-03 ib guidewire w/ trocar tip had broken and bent tip. Both devices were returned from the ib kit, bc, w/ cc ft and jumpstart, internalbrace¿ implant system, ligament augmentation repair, biocomposite, with jumpstart® dressing. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024 it was reported, by a sales representative via phone, that the drill bit from an ar-1788j-cp internalbrace implant system broke. All the broken fragments were removed. This was discovered during an atfl brostrom procedure on (B)(6) 2024. The case was completed using another ar-1788j-cp internalbrace implant system. The case was delayed less than fifteen minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.